Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon failed to inflate. The 90% stenotic lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The physician advanced the 2.0x15 mm maverick2 balloon catheter to the lesion and attempted to inflate the balloon, but it did not inflate to a nominal pressure. The device was removed. There were no patient complications. The procedure was successfully completed with another 2.0x15 mm maverick2 balloon catheter and the deployment of two non-bsc stents. Patient status is reported as "good". However, the returned product analysis revealed a shaft fracture.

Manufacturer narrative:
Device evaluation: the device was received in two sections as a result of a break that occurred in the hypotube. The break was located approximately 18.5cm distal to the strain relief. This type of damage is consistent with excessive force having been applied to the device. Several kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. Visual examination of the tip, revealed that the tip was flared. This type of damage is consistent with guidewire movement. Solidified contrast media was present inside the inflation lumen of the device. A microscopic examination of the balloon material and markerbands could not identify any potential issues that could have contributed to the complaint incident. The recommended size product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.